Event description:
It was reported that during procedure the micromanipulator is not lighting up and not lining up with aiming beam. The device stopped working and no error codes were observed. No patient complications were reported.

Manufacturer narrative:
The console was inspected by a field service engineer at the health care facility. The surgitouch scanner, micromanipulator mirror, cover and fiber port led light were replaced. The software for the scanner was updated. Near and far alignment was verified and power checks on unit were performed. The unit passed checklist specifications. Most likely the damaged acupulse duo cover, the fiber port led light, the surgitouch scanner, its software, and the micromanipulator mirror could have affected the device performance leading to the event observed clinically. The front cover piece, the mirror, the led board and the scanner micromanipulator adapter were received at our quality assurance laboratory, these components were thoroughly analyzed. Visual examination of the front cover piece and the mirror confirmed they are in good condition, even the glass was attached to hint. The led board presented a small component and trace pulled off board; the scanner micromanipulator adapter returned in overall good physical condition, but it is important to mention that its mirror had small spots on it. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the micromanipulator is not lighting up and not lining up with aiming beam. The device stopped working and no error codes were observed. No patient complications were reported.

Manufacturer narrative:
The console was inspected by a field service engineer at the health care facility. The surgitouch scanner, micromanipulator mirror, cover and fiber port led light were replaced. The software for the scanner was updated. Near and far alignment were verified and power checks on unit were performed. The unit passed checklist specifications. Most likely the damaged acupulse duo cover, the fiber port led light, the surgitouch scanner, its software, and the micromanipulator mirror could have affected the device performance leading to the event observed clinically.

Event description:
It was reported that during procedure the micromanipulator is not lighting up and not lining up with aiming beam. The device stopped working and no error codes were observed. No patient complications were reported.